Event description:
Inserter broke at the tip and stayed in the stem, surgeon was able to retrieve the piece.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the cor/tri ant stem insert shaft was not possible as it was not returned. The initial report stated the device would not be returned. A complaint database product search found several other related complaints. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(6) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in (B)(6) 2009 and (B)(4) in (B)(6) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.